Event description:
It was reported that the hospital biomed replaced cpm and software. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#: (B)(4). The reported complaint of "intermittent boot up problems" is not able to be confirmed. No part was returned for investigation. According to the field service report, the cpm board was replaced and the issue was resolved. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that the hospital biomed replaced cpm and software. No patient involvement reported.